Event description:
The facility stated that the surgeon successfully implanted a model aq2010v intraocular lens but the patient had intraocular bleeding. The surgeon removed the lens without further injury. It is unknown what caused the patient's intraocular bleeding.